Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00010.

Event description:
It was reported that the ratcheting mechanism on two ratcheting handles are no longer functioning. The mating instrument gets stuck when switching the handle between the forward and reverse positions. This was detected outside of a surgical setting and had no patient impacts. This is report one of two for this event.

Manufacturer narrative:
The returned handle was functionally tested. The handle retained a mating driver and ratcheted in both directions. The event could not be replicated and no failures were found. A review of the manufacturing records did not identify any issues which would have contributed to this event.